Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous fluids via drip. The length of hospitalization was less than 24 hours. No further information available.

Event description:
Event occured in (B)(6). To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: the initial MDR with manufacturing report number ((B)(4).), was submitted on 11-nov-2025. However, according to the additional information received the country of occurrence has been updated under b5 (description of event) and this MDR is being submitted to correct the medical device code under h6. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged additional information - this MDR is being submitted to include the below: investigation results under type of investigation, investigation findings, investigation conclusions investigation summary. Complaint investigation results: review of complaint record database (B)(4). Event description and all available information was completed and no lot number specific information identified. Requests for lot specific information were sent to the customer but were unable to be provided. As a result, an investigation was completed at the product family level (medtronic extended) and malfunction type (occlusion issue). See attachment medtronic extended occlusion complaint closure investigation for more information. Corrective and preventive action (CAPA) determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information and the investigation performed, the complaint will be closed as complaint unconfirmed as analyzed.